Event description:
The device was removed due to "a minimal infection in the scrotum". Additionally, it was reported that the "pt experienced pain around the area of the pump component". "The device was removd entirely, antibiotic solution was used to flush several times, and a new device was put in place".

Manufacturer narrative:
In the rec'd info, the dr stated that the culture results showed the presence of "rare staph species." The dr also stated that the pt was obese, diabetic, and that difficulty was experienced during implantation due to the pt's "very long and deep corpora," and that these factors may have contributed to the reported event. The dr further stated that pt was experiencing a problem with autoinflation. Exam and testing of the device revealed two sites of leakage. The first is a separation in the proximal portion of cylinder